Event description:
While speaking with a customer service representative, the pt reported experiencing a separation of her infusion set at the luer connection. The pt disconnected the call while being transferred to the appropriate dept. Several attempts to contact the pt to gather details of the incident were unsuccessful. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product info is available. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.